Event description:
It was reported that while attempting to position a central line, the wire fractured while attempting to puncture the basilic vein and brachial vein. A cut down was performed and the wire fragment was successfully removed. Pt status is listed as "okay." The indication for the use of the v18 wire is for peripheral use only.